Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving only positive results when testing with the cue covid-19 test for home and over the counter (otc) use on three individuals in the same household (exact frequency and date range not provided). This report is to document the one of the potentially eleven false positive results reported. See related cases for alternate false positive results. Customer reported receiving a potential false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22862j, reader sn (B)(4)). Customer states four negative results were obtained when testing with a pcr test and three ihealth antigen tests. Customer did not specify which individual was tested with the alternate methods. Customer states one of the individuals had covid-19 and symptoms, however, the other two individuals did not have symptoms. Cartridges were stored within the validated temperature range.